Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform ((B)(4)) displayed a "system error, out of service, revert to manual CPR" message. There was no patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. Root cause was determined to be a faulty processor board. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date. As part of routine service during testing, the platform was examined and found a defective drivetrain, unrelated to the reported issue. After the processor board and the defective drivetrain were replaced, the device was tested to full specification and passed without any further issue observed. The autopulse platform is a reusable device and was manufactured on 17 jan 2013. It has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial (B)(4). Ccr (B)(4), reported on jul 10 2017. Defective processor board was replaced to address this complaint.